Event description:
Field svc reported the following: while on pt, unrecoverable low vacuum alarm issued when pump was put into assist mode, after being temporarily put into standby mode to flush a line. The pump was exchanged off the pt. There were no reported pt complications.

Manufacturer narrative:
Eval: field svc - findings/actions taken: biomed could not duplicate the problem. Compressor replaced with the theory it probably was hot from hours of use and would not restart. Svc was performed by hosp biomed.